Manufacturer narrative:
The sodium electrode expiration date is 09-jan-2027. The potassium electrode expiration date is 05-jan-2027. The chloride electrode expiration date is 24-nov-2026. The customer stated that controls were acceptable prior to the event. A review of alarm trace data showed noise errors and calibration errors. The alarm trace also had abnormal aspiration errors which are indicators of poor sample quality. The investigation determined the service actions resolved the issue. The issue is consistent with poor sample quality.

Manufacturer narrative:
The sodium electrode lot number was gaf87, the potassium electrode lot number was gba09, and the chloride electrode lot number was gdx87. The electrode expiration dates were requested, but not provided. The customer ran precision studies and the coefficient of variation was high. The field service engineer determined the sample probe was contaminated. The probe was replaced. Precision studies recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode, potassium electrode, and chloride electrode on a cobas pro ise analytical unit. The sample initially resulted in the following values: sodium = 179 mmol/l potassium = 5.2 mmol/l chloride = 70 mmol/l. The physician questioned the results as they did not compare to the patient's historical results. The sample was repeated, resulting in the following values: sodium = 138 mmol/l potassium = 4.0 mmol/l chloride = 101 mmol/l. The repeat values were deemed correct.